Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "revision surgery for rotator cuff insufficiency". Stem left in place. Conversion to rsa. (B)(6).